Manufacturer narrative:
No implant date was given and date of event is an estimate. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in an undisclosed site. The patient allegedly developed lesions, firm lumps and inflammation. The patient was treated with intralesional triamcinolone.